Event description:
It was reported that the pt was not getting any relief since the implant of a new pump in 2007. The pt complained of increased spasticity (severe spasms) and that he felt like he did back in sept when he went through a withdrawal period. Pt feels like the pump has never worked and reported never getting any relief despite having had two 100 mcg increases since the implant in original month. The concentration and daily dose of baclofen being administered via the pump were not reported. The pt had been put on flexeril in sept for the severe spasms. (Dosing regimen was not provided). The pt is a nursing home pt. A volume discrepancy was noted at the clinic in 2005; the expected reservoir volume was 11ml while the actual reservoir volume was 37 ml. Health care providers were wondering if there was a kink and planned to check the logs, perform a dye study and roller study. It was later reported that the pt underwent rotor and dye studies in 2008. The pump was functioning; the catheter was kinked. The pt underwent revision of the catheter and recovered without sequelae. Please see MFR's report#: 3004209178-2008-02077.